Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer stated on (B)(6) 2012, the pt received an intubation. Cracks were found on the y-shaped joint of the catheter during a hemodialysis on (B)(6) 2013 and there was blood leakage. The defective catheter was removed and a new catheter was replaced. A pt was involved without injury. The pt is in good condition.